Event description:
It was reported that during a follow up this left ventricular lead exhibited failure to capture, and it appeared to not be on good position. This lead was explanted and successfully replaced. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.